Manufacturer narrative:
Retainer = black. Customer returned insulin pump for alleged blank display found on (B)(6) 2021. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump was monitored and no blank display or unexpected power/battery alerts noted during testing. A review of the downloaded history files show there was one (1) low battery alert on (B)(6) 2021 at 22:10, one (1) change battery fault (replace battery alert) on (B)(6) 2021 at 07:41, one (1) off no power (replace battery now alarm) alarm on (B)(6) 2021 at 08:12, and two (2) battery out limit (power loss) alarms on (B)(6) 2021 at 08:36. The insulin pump was cut open for visual inspection. No damage or moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), the motor, or the force sensor. The following were noted during physical inspection: scratched case, cracked select button keypad overlay. Stained keypad overlay, and pillowing keypad overlay. Blank display is not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 600 mg/dl. Customer reported that insulin pump had a blank display. Customer stated that the display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on the insulin pump screen after removing the battery. Customer stated that contacts on the battery cap are neither missing nor damaged. Customer stated the spring was neither damaged nor corroded. Display did not return even after restart. The insulin pump will be returned for analysis.